Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor exhibited symptoms of a critical device failure. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's battery was out of range. There was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the philips xl+ defibrillator indicating that the device's battery was out of range. There was no reported patient impact or injury. Multiple attempts were made by the complaint investigator to request additional information regarding the resolution of the reported problem. The response received stated that the case was referred to the dealer for further investigation and repair. No work was performed by philips and no further information has been made available. No further action is warranted at this time. H3 other text : no work was performed by philips.

Manufacturer narrative:
Philips received a complaint on the philips xl+ defibrillator indicating that the device's processor pca is defective. There was no reported patient involvement. Details provided in an update from the source case indicate that the field service engineer replaced the device's battery and the device was successfully returned to service. The device remains at the customer's site. No further action is warranted at this time.